Manufacturer narrative:
As of today, there is no additional information available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reverted to storage mode in 2006. The device was implanted in 2000. The local boston scientific field representative indicated that the device was not going to be replaced. There were no adverse effects to the patient.